Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a few months prior, the implantable pulse generator (ipg) remaining longevity had been estimated at four years; however there was no telemetry at device interrogation. The ipg was not removed, but replaced with a new device in the patient's abdomen and connected to existing epicardial leads. No patient complications have been reported as a result of this event.